Event description:
Dealer was sent a drive board to solve a problem with the chair not driving forward or reverse, when he received the new board, the problem persisted. He then changed the fault board out using a unit from another chair that he had in his possession, and the chair worked fine. After releasing the chair, the client reported being thrown from the chair, while traveling at full speed, as he lets go of the joy stick, the chair stops abruptly causing him to come out of the chair on two occasions.

Manufacturer narrative:
This report submitted as a result of a review of complaint files. Part has not been returned for investigation. In 2006 - a programmer was sent to adjust controller parameters. On 3/20/07 - no further indication of reported problem.